Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm reading was 88 mg/dl. In response, the patient discontinued insulin administration and took two glucose tablets. Shortly afterward, the patient experienced nausea and vomiting and called for emergency medical assistance. Paramedics arrived at approximately 2:00 pm. At that time, a fingerstick test was performed, showing a cgm reading of 92 mg/dl and a bg meter reading of 400 mg/dl. The patient was treated with intravenous (IV) fluids and transported to the hospital. Upon arrival at the hospital, the patient received further treatment with IV insulin and was admitted to the intensive care unit (ICU). Additional medications were administered to manage preexisting conditions, including thyroid dysfunction, anxiety, and hypertension. The patient remained hospitalized for three days and was discharged with a bg reading of 300 mg/dl. At the time of discharge, the patient was not wearing a cgm sensor. There was no documentation of any further medical evaluation or follow-up intervention. At the time of this report, the patient was stable and had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm reading was 88 mg/dl. The reported glucose values fall within the d zone of the parkes error grid when the patient was treated with IV fluids and transported to the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.